Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Review of the device memory noted the device recorded a low voltage alert code on (B)(6) 2018. Review of temperature measurements recorded by the device was not possible, because the device was returned from the field and re-tested in the final pack area which erased portions of the memory that housed that data. If this model device is stored in a location where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert, such as the one recorded on the (B)(6), may result. This appears to have been the case with this device. The battery voltage did recover after the device was removed from the apparent cold environment.

Event description:
It was reported that a low voltage alert, code 1003, was recorded on this device pre-implant. The device was returned in its original package, and was never implanted in a patient. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. No adverse patient effects were reported.